Event description:
The customer reported that the ortho provue analyzer sent the incorrect result information to the lis. Positive results were sent to the lis for pt samples that displayed negative results for dat testing on provue. Results were questioned by a health professional, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported. This medwatch is being filed based upon additional information provided by the OEM supporting root cause. The initial assessment of the complaint was deemed non reportable based on the available information at the time of the primary assessment.

Manufacturer narrative:
The customer sent log files for additional investigation. The log files were forwarded to the OEM for investigation. The customer's complaint was confirmed. The OEM identified a possible root cause for this incident. This event will happen only when a rare specific sequence of events occurs. An error upon initial data transmission, holding the data in pending memory, and re-sending the data with an alternate template. This could result in the data of the first transmission to be combined with the data of the second transmission. The OEM indicated that they will address this issue and it will be corrected in the software.